Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One healing abutment was returned for investigation. Visual evaluation of the as returned product identified no sign of malfunction/damage. The product was returned outside of the original packaging which confirmed that the packaging was already opened by the customer. Functional testing was performed with an in-house implant. The product was able to seat onto the implant as intended (file: functional test). Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. Picture evaluation: picture image was not provided by the customer. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019. Information identified: warnings and precautions improper techniques can lead to device failure. DHR review: DHR review for the lot: (1241335) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify the product release information. No malfunction or nonconformance was identified. Complaint history review: complaint history review was performed for the reported lot number: (1241335) for similar events (complaint category keyword: functional: does not seat) and no other complaint was identified. Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. The reported event has been unconfirmed and the coob could not be confirmed.

Event description:
It was reported that there was a defect in the product as it did not click .the procedure was completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).